Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This occurred during an unspecified process step and it is unknown if the patient was connected at the time of the alarm. During troubleshooting, it was discovered that one of the bag connections "was loose". Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to start over with all new supplies and contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.